Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 174555: 120 items manufactured and released on 22-nov-2017. Expiration date: 2022-10-30. No anomalies found related to the problem. To date, 118 items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 4 years 6 months after the primary, the patient came in reporting patella pain and the cause is unknown. Upon revising the patient, the surgeon noted that the tibial tray was loose and the cause is unknown. The surgeon resurfaced the patient's natural patella and revised the insert and tibial tray. The surgery was completed successfully.